Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test, rewind, seating, basic occlusion test and force sensor test. The insulin pump was received with the following physical damage: missing reservoir tube o-ring, broken reservoir tube lip, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay and minor scratches on lcd window.

Event description:
Customer's father reported via phone call that the insulin pump had physical damage. The customer's blood sugar was 380 mg/dl at the time of call. Troubleshooting was performed and found the lip of reservoir compartment has broken off and the reservoir does not stay lock in place. The insulin pump was returned for analysis.